Manufacturer narrative:
(B)(4)

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm in diameter thoracic aortic aneurysm. The proximal thoracic aorta is 38 mm in diameter. There is moderate vessel tortuosity in the thoracic aorta. Mild calcification in the thoracic aorta. The patient returned for follow up and a CT was done and it showed a distal type I endoleak. It was reported that the patient received an intervention where valiant extensions were used in conjunction with aptus endoanchors. The distal type I endoleak was resolved. The physician stated that the cause of the event was due to distal dilatation and disease progression. No additional clinical sequelae were reported and the patient is fine.